Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 404mg/dl due to issues with the infusion sets. The customer treated with insulin. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The high pressure test failed. Customer was advised that replacement infusion sets would be provided and to return the product for analysis. No further details given and no high blood glucose troubleshooting was performed.